Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported the loss of communication between the insulin pump and transmitter, a belt clip/holster anomaly, the battery compartment of the insulin pump being damaged, and the belt clip rails of the insulin pump being damaged. Blood glucose value at the time of the event was 300 mg/dl. The event involved product(s) mmt-1884, mmt-332a, mmt-243a, acc-1601, and 78893-01. Troubleshooting was partially performed and found that there was a functional issue due to the pump damage. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer response was that the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-243a. No product return is required for acc-1601. No product return is required for 78893-01.

Manufacturer narrative:
Pump received with a blank display. Unable to perform the sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thump due to blank display. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and lcd assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case and broken belt clip rails. Blank display due to moisture damage on the pcba 1, pcba 2 and lcd assembly. Unable to confirm no communication to transmitter (unresolved) due to blank display. Unable to verify customer's high bgs. Cosmetic damage confirmed at back battery side and belt clip rails. Moisture damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.